Event description:
Sharp metal shavings/shards discovered embedded in the fibers of several huggies little snugglers size 1 8-14 lb diapers. The affected diapers appear to be isolated to the same lot number. We have had one staff member poked and one pt poked as a result without serious harm or injury. Our facility is currently removing all known supply of this lot number from stock. Unk if any other lot numbers are affected at this time. Dates of use: (B)(6) 2014 to (B)(6) 2015. Reason for use: infant waste elimination storage product. Event abated after use stopped.